Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This is not a site of leakage. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with sharp instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. The information received indicated the pump ¿takes 5 pump¿ but then pump bulb stays flat. No visible leaks noted. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted (B)(6) 2018 and removed/replaced on (B)(6) 2021 as it takes 5 pumps, then pump bulb stays flat. No noticeable leaks visible.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, takes 5 pumps, then pump bulb stays flat. No noticeable leaks visible. The device was explanted and replaced. No other adverse patient effects were reported.